Event description:
It was reported this dialysis catheter was successfully placed in october 2002. In 2003 the catheter dislodged from the pt and it was noted the cuff was detached. The cuff was not retrieved. Another dialysis catheter was successfully placed for continuation of treatment. No pt complications were reported. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device MFR is unable to determine if it met specifications. A lot search was performed and revealed no other complaints to date on this lot number. Pt anatomy and/or user technique during accessing may have contributed to this event. However, MFR is unable to determine the relationship between the device and the cause for this event. Manufacturer's directions for use outline appropriate placement, access and maintenance procedures.